Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon noticed a scratch on a 13.2 mm micl13.2, -10.0 diopter, implantable collamer lens while loading it under a microscope. There was no patient contact with the lens. A back up lens was used, but the procedure was not intraoperative.

Manufacturer narrative:
Device evaluation: lens was returned in lens vial in liquid. Visual inspection found optic and haptic tear. Claim # (B)(4).